Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on the provided information and imaging review, it was not possible to confirm the reported event, due to evidence of off-label use of the device. As stated in the IFU for the zenith tx2 taa endovascular graft, the device is intended for treatment of patients with aneurysms in the descending thoracic aorta. In this case the device was used for treatment of an abdominal aortic aneurysm, which is off-label. The endoleak described is most likely caused by extreme oversizing of the distal sealing zone, resulting in type 1b endoleak. Retrograde lumbar artery type 2b flow into the aneurysm was also seen. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: stent graft was deployed and sealed proximal and distal with coda balloon. During completion there was contrast run, and a blush was seen mid graft. It gave appearance of endoleak. A follow-up scan was done and results of ultrasound. The scan concluded that the blush gave the appearance of a type 3 endoleak- tear in fabric. It was decided there was a need to reline the primary device to seal the tear. Patient outcome: after relining with zalb-22-70 and zsle x 2, the final imaging was satisfactory.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: stent graft was deployed and sealed proximal and distal with coda balloon. During completion there was contrast run, and a blush was seen mid graft. It gave appearance of endoleak. A follow-up scan was done and results of ultrasound. The scan concluded that the blush gave the appearance of a type 3 endoleak- tear in fabric. It was decided there was a need to reline the primary device to seal the tear. Patient outcome: after relining with zalb-22-70 and zsle x 2, the final imaging was satisfactory.